Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.